Event description:
It was reported that the patient was admitted on (B)(6) 2022 after taking a fall. The patient's daughter found them confused at home and brought them to the emergency department. The patient had hypotension and no neurological deficits. A computed tomography (CT) scan showed a subdural hematoma with an 8mm midline shift. The patient was anticoagulated at home on coumadin and aspirin. Inr was 1.6 on admission. Their inr reversed with kcentra, vitamin k and platelets. Aspirin and coumadin were withheld. Neurosurgery evaluated the patient and determined the patient needed a craniotomy. The cerebral drain was placed on (B)(6) 2022. The patient continued to progress well with no deficits. The cerebral drain was pulled and the patient was discharged in stable condition on (B)(6) 2022. A plan was made to hold coumadin and aspirin at this time and repeat head CT in 4 weeks. Pump functioning normally, no (ventricular assist device) vad alarms. No further information outside of this report will be provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Manufacturer's investigation conclusion. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation.. The patient remained ongoing on hm3 lvas, serial number (B)(6), until ultimately expiring on (B)(6) 2022 (refer to MFR#2916596-2022-13309). The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including inr range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.